Event description:
Blood leak is found during hdf treatment. Four incidents in total happened in less than a month. The 15h dialyzer is used for post-dilute hdf treatment, priming of dialyzer is normal. Details of qb, qd, qf, nd tmp are unknown. Blood rinsing was not applied. Patients were under close observation, no side effects were observed; however, patients lost some blood.